Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed and analysis was inconclusive. It was noted the device connector was damaged. The analyst was unable to functional test the device due to the connector header being detached from the can. The save to disk data indicated that a long charge time was recorded greater than 18 sec. A low battery voltage was measured (2.56 volts); however, electrical analysis did not find any anomalies within the device. The device had nominal charge times (approximately 9 sec.). The cause for the reported long charge time could not be determined. The long charge time could not be duplicated during the analysis.

Event description:
It was reported that the device charge time was over 15 seconds. The physician suspected a product problem or battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis was determined the capacitor was out of spec electrically. The analyst commented that confirmed long charge time of 18.21 seconds. It was noted the device connector was damaged. The investigator commented that the device had heavy explant damage.